Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient went to the emergency department and stated the pump stopped and that the green arrows were off. The patient stated that the green arrows lit back up while in transit. There were no alarms seen on interrogation. The log file did not capture any pump stops. It was recommended that if the pump running led was dim the controller should be replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient experienced a pump stop event; however, the account later clarified that no pump stop events occurred. The patient was unable to see the green pump running symbol due to the led on the controller being dim. There were no pump-related issues and the log file appeared to show that the pump was operating as intended. The submitted log file contained data from 10may2021 through 07jun2021. The pump appeared to be functioning as intended, remaining above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20jan2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU). Is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the green led light on the controller was observed to be dim and that the controller was exchanged. The account stated that there were no pump stops. The pump running light on the controller was dim so much that the patient could not see the green symbol. The patient remains in stable condition as an outpatient.